Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap, (lot #p2c1058). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lung procedure, during firing, there were loud noises, and the device fired until the end, but some distal staples were not deployed or missing from the staple line, and some staples were malformed. The device was replaced by opening a new handle and reload.